Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was unable to boot up. The philips field service engineer visited system onsite and performed troubleshooting then found repeated post failures of frontal collimator. The review of system log files showed post frontal collimator failed error. The supplier's part analysis conclusively determined the cause of collimator failure was due to defective wedge. To resolve the issue, the fse replaced collimator, performed required calibrations and verified the system functionality, after which the system was returned to use in good working condition. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.